Event description:
The customer reported that the (B)(6) hematology analyzer recovered erroneous cbc results on one pt sample. The initial run of the sample had hemoglobin results of 8.6 g/dl. The sample was repeated with higher test results (eg hemoglobin 17.4 g/dl, 18.6 g/dl). The sample was repeated twice again with lower hemoglobin results. The lab believed the initial test results were correct as the pt typically had hemoglobin results of 8 g/dl. The erroneous test results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for pt 4 of 4. See MDR # 1061932-2011-02209 for pt 1 of 4, MDR #1061932-2011-00048 for pt 2 of 4 and MDR #1061932-2011-02210 for pt 3 of 4. On (B)(6) 2009 the field svc engineer went to the site and replaced the sample probe with a teflon tipped style probe. He performed a probe alignment and verified that all valves were activating normally. He verified that the hemoglobin latex gain was stable and within specs. All parameters were within specs on a reproducibility test. The root cause of the erroneous results is unk although the pattern of test results was consistent with improper sample mixing prior to processing on the analyzer.